Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the keyboard. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, an 840 ventilator generated a diagnostic message that rendered the graphical user interface (gui) keys unresponsive. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.